Event description:
During an electrophysiology procedure. This device experienced intermittent continuity, the device was removed and replaced. There is no pt injury. The device is being returned for co's analysis.